Event description:
It was reported that a recently implanted patient had an infection at the incision site. The patient was being treated by his primary care provider and was prescribed amoxicillin. Device history records were reviewed and it was confirmed that the generator was sterilized and passed all quality inspections prior to distribution. No additional relevant information has been received to date.